Event description:
The plaintiff attorney alleged that the plaintiff experienced a cardiovascular event in or about 2007 after the use of the product.

Manufacturer narrative:
This is one event reported on the same patient involving three separate products and associated with mdrs #1225714-2013-01472, 1225714-2013-01473 and 2937457-2013-00110.